Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the reservoir leaked at both the o ring and reservoir. Troubleshooting was performed. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.